Manufacturer narrative:
(B)(4). Analysis of the desktop charger found a broken connector.

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders had the metal part on the con nector pin break off in (B)(6) 2015, there was a bent/broken/loose connector pin on the desktop charger. The patient liked to play with the cords. The patient's implant/therapy was completely turned off as of (B)(6) 2015 because they could not charge and symptoms were returning. No patient harm was reported.